Event description:
It was reported that pump displayed cartridge change error while customer was using pump in case and issue had occurred in past. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge onto pump, completed load process, and resumed insulin delivery, and no additional information was received regarding any further outcome.